Manufacturer narrative:
Device return: four (4) pkgd. 061-mc100 microclave clear connectors, lot# 2775774; one pkgd. Bbraun infusomat space line and one pkgd. Bd connecta stopcock extension set. Mfgers testing and analysis: visual inspection recorded no visual abnormalities. Dimensional analysis of the returned mating device connectors recorded no dimensional incompatibilities. The retnd. Microclaves were each pressure leak tested per the product specs. The results recorded the microclave connectors met the product and performance specifications. Additional engineering testing of the returned set up was performed. The microclave connectors were mated to the bd stopcock ext.set which was mated to the bbraun infusomat space peristaltic pump set. The set-up was pressurized to 36" head pressure. The bd stopcock ext set was than disconnected from the microclaves where no leakages and "spray" were replicated. The engineers report documents that in order to "spray" at the fluid circuit connection point there must be significant pressure within the fluid circuit. Microclave connectors do not inherently produce or generate pressure. Fluid leakage can be present in any pressurized fluid circuit in which there is a break in the circuit. Standard clinical practice to minimize any fluid leakage during disconnect instructs the clinician to depressurize the fluid circuit prior to disconnecting fluid connectors. Findings: the actual involved microclave connectors/ device set-ups were not returned. Testing and analysis of the same lot microwave connectors/set-up device samples replicated no performance issues. The most likely causes of this event is due to incorrect usage/techniques. This report will be provided to the distributor/facility contact for their review and records. In-servicing of the staff has been recommended.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with set-up consisting of bbraun infusomat space line b; bd connecta stopcock set and 061-mc100 microclave connector. It was reported that following chemo infusion, pt. Was receiving antibiotics. The attending clinician went to disconnect the chemo line from the microclave connector when residual chemo fluids "sprayed" back out over the patient and sheets.". There were no adverse patient or operator consequences reported. The devices were removed and replaced with no further issues.